Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed failed battery test. Customer cannot recall blood glucose reading. Troubleshooting was not completed for failed battery test. Customer was advised a battery may fail test if it has potential to cause pump to lose power without warning customer also had physical damage on the insulin pump. The location of the damage was on the top of the compartment. Insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No rewind anomaly or missing segments/partial display noted. No unexpected failed battery alarm or bad battery alarm noted. The insulin pump had broken battery tube threads, cracked reservoir tube, broken reservoir tube lip, minor scratched display window and missing end cap sticker. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.